Manufacturer narrative:
(B)(4). Batch #r5at0t. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device, and no anomalies were observed in the retention of reload. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The retention of reload in the device was as expected. The condition of the reload can possibly be caused by the cartridge being pushed farther back than the cartridge alignment stop windows while loading the reload, resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon visual inspection of one photo, the following was observed: the photo shows a device from the jaws area with a blue reload partially loaded and the reload appears to be unfired. Based on the photo, no conclusion could be reached as to what may have caused the reported incident. The assignable cause of the reported complaint could not be determined. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic left hemihepatectomy, after firing the device, the jaw was opened and the cartridge popped out. There was no patient consequence reported. No additional information could be provided.